Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user's daughter, who reported that the walker broke during use, causing the end user to fall resulting in broken bones in her face, with swelling and facial scarring. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.